Event description:
It was reported that the customer emailed into purewick info center regarding the irritation issue. The husband stated she has used the pw for two years with no issues. Did advise him that I'm unable to give medical advice but after probing him, he did state that his wife does wear - adult briefs. Did recommend the mesh underwear to help support holding the wick in place as well as providing, air to be able to reach that area, which may provide some relief o that area. Oder placed on behalf of cx- customer did say the dr. Is going by today to check in as the cx is currently prescribed a zinc cream for the irritation, advised asking the provider for further, medical advice on the irritation, and to let us know if there are any updates. We did go over, issues that can occur with using creams. He stated she has no issues with leaking or suctioning due to the cream. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.